Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that her husband fell into the water while hunting and the buttons on his insulin pump no longer function. The patient's blood glucose at the time of incident is unknown, but his current reading was 350 mg/dl. Troubleshooting was initiated for pump exposure to fluid. The wife confirmed that there have been more frequent alarms since the pump got wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and broken belt clip slot.